Event description:
Rv lead noise leading to inappropriate shocks, lead was capped and does not appear to have been replaced at this time.

Manufacturer narrative:
This lead was explanted on (B)(6) 2019. Upon receipt, the lead under complaint was found cut. Only the middle part including the svc shock coil was returned. The distal fragment with the rv shock coil as well as the proximal part including the yoke and the connector pins were missing. The returned lead fragment was subjected to an extensive analysis. The analyzed lead fragment was heavily damaged during the explantation procedure. Multiple cuts in the insulation were found, the conductors were pulled out of their lumens due to tensile stress. The explantation tool was capped and stuck inside the lead fragment. Furthermore, the analysis showed multiple abrasion marks along the lead fragment. In particular near to the svc shock coil the insulation was found to be rubbed through, which is assumed to be the root cause of the reported oversensing. Based on the characteristic of the damage it is reasonable to assume that the lead has been subjected to mechanical stress in the implanted state. Due to extent of the extraction damages which indicate a significant ingrowth, an impaired motion of the lead in the implanted state should be taken into consideration. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
This lead was explanted on (B)(6) 2019. The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.